Manufacturer narrative:
User facility report # (B)(4). D4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient complained of progressive shortness of breath that could not be attributed to other causes. Computed tomography angiography (cta) was performed on approximately 32 months after heartmate 3 implant and revealed "crescentic thrombus along the proximal portion of the outflow tract with severe resultant stenosis" and "mid to distal portion of the outflow tract is patent, as is the anastomosis to the aorta." There were no device alarms. The case was discussed with left ventricular assist device team and patient was admitted, placed on heparin drip, and was in the cath lab for outflow graft stenting.

Manufacturer narrative:
Section d6a: exact date of implant was not provided and was estimated as (B)(6) 2022. Manufacturer's investigation conclusion: extrinsic outflow graft obstruction (eogo) could not be confirmed as no images were submitted for review and no product was returned for evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.